Manufacturer narrative:
Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Vyaire medical was able to received turbine/muffler assembly was visually inspected on uut (unit under test) assembly, there were no visible defects, damage, or contamination. The uut was installed into a known good vela test unit. Powered in ventilate mode where the unit showed the following motor fault alarm upon start-up. The utt was powered in service mode, the event log showed alarm motor fault. Allowed the uut to cycle multiple times with no loud issues observed during operation and burnt smell from breathing circuit. The reported complaint was not confirmed or duplicated.

Event description:
The customer reported there was a strange noise and burning smell coming from the breathing circuit during use on a patient on the vela ventilator. The customer reported the patient was transferred to another ventilator. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.